Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus). After cystoscope, it was identified that the device was not coapting, whether that was from the device or not was undetermined. A replacement procedure was performed and all components of the existing aus were explanted and replaced with a new device. Inspection of the explanted device identified a fluid leak. It was said that the patient is expected to fully recover.